Event description:
It was reported by (B)(4) that a pt reported to have a novasure procedure, "novasure procedure done and for about a years ok and then I began to have episodes of horrible pain. I would get these horrible pain episodes once a month that would last about 4 days. After about 4 months, I had to have a hysterectomy due to the problems of the novasure." We have been unable to obtain add'l info surrounding this event. (B)(4).

Manufacturer narrative:
Lot and serial numbers of the disposable device not provided by the complainant, therefore, the expiration date is unk. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. If add'l relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).